Event description:
S/p penile prosthesis (B)(6) 2010. Admitted for malfunction of ams inflatable penile prosthesis. Surgeon carefully dissected down to the tubing which allowed dissection of the pump mechanism from the scrotum. Clear fluid in area cultured (cultures showed no growth in 5 days). The cylinders were carefully dissected by following the tubing to the corpora cavernosum which was incised long enough to be able to remove the cylinders. In turn, the pt's right cylinder and then left cylinder were removed. Surgeon clamped reservoir with a rubber-shod clamp and excised tubing, freeing the total device. Surgeon filled the device then and noticed two small holes in one of the cylinders. Surgeon aspirated the reservoir and there was not any water in the reservoir. It was filled again with injectable saline to 65 cc and the rubber-shod clamp was reapplied. At this point, the partial mulcahy washout was accomplished using bacitracin flush followed by half-strength hydrogen peroxide followed by half-strength betadine followed by vancomycin and gentamicin 1 g and 80 mg, respectively in a liter of normal saline. In all, wound was totally irrigated with 4000 cc of fluid. The measurements of the previously-placed cylinder which were very satisfactory were 18 device with 3 cm rear-tip extenders and 15 cm cylinders. There were replaced without difficulty. The corporotomies were closed with previously-placed vicryl sutures. A new space was created for the pump mechanism somewhat more dependent in the scrotum than the previous one and the connection was made. Device was activated and deactivated and worked well with normal appearing erection.